Event description:
It was reported that a patient experienced a leak in a transfer set. The patient uses septoderm spray as a disinfectant. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the reported issue was use error; the patient used an alcohol based disinfectant on the transfer set. The labeling for this product states ¿do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.